Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Lower and top shrouds the analysis results found that the er320 device was returned with the lower and top shrouds damaged. The material of the shrouds is deformed and it appears that they were exposed to chemicals or heat; however, no conclusion could be reached as to what may have caused this condition. No further testing could be performed due to the returned condition of the device. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure; the device would not load/release clips properly. The procedure was completed using same like device. There were no adverse patient consequences reported.